Event description:
Baby was on vip ventilator with ordered setting of ac 40, 1 4/4 with one time of 28 sec. One time was found to be set at 1.15 with no order or knowledge of change. Investigation reveals controls moveable when pressure cable manipulated.